Manufacturer narrative:
The field service engineer checked the analyzer for leaks, but did not find any. He performed cleaning of the electrodes and conditioned the tubing/system by running patient serum samples. After this, ise checks were ok and controls were ok. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received ise errors on their cobas 6000 c (501) module. The reporter changed electrodes, but the issue persisted. The reporter then cleaned the reference electrode and its chamber and changed a system reagent. The analyzer was re-started the next day and calibration and controls were good. No further alarms occurred. The reporter then encountered a result from one patient sample that had been flagged in their middleware system. The sample was repeated and the result was ok. The reporter suspected there still may be an issue, so samples tested on the c 501 analyzer and a second system were repeated. After samples were repeated, there were questionable results for two patient samples tested with ise indirect na for gen.2 the c 501 system. The reporter provided data for one of the two patient samples and it had a discrepant na value. The incorrect value was reported outside of the laboratory to the patient. No units of measure were provided for the na test. The sample initially resulted with an na value of 129 and this value was reported outside of the laboratory to the patient. The sample was repeated, resulting with a value of 139. The result was updated and sent outside of the laboratory to the patient. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided. The reporter ran ise checks after the event occurred.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.